Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted within the biliary tree of a patient on (B)(6), 2010 during an echo-endoscopy procedure. According to the complainant, upon unpacking of the device, it was noticed that the stent was covered, instead of uncovered as stated on the packaging. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted within the biliary tree of a patient on (B)(6), 2010 during an echo-endoscopy procedure. According to the complainant, upon unpacking of the device, it was noticed that the stent was covered, instead of uncovered as stated on the packaging. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the device found the returned stent was an uncovered stent and measured 8mm x 101mm which was within specification. The inner packaging of the stent was also returned for investigation and it was found that the inner pouch package corresponded with the manufacturing documentation for this batch as well as the suspect device details given by the complainant. Based on the condition of the returned device, the investigation was not able to confirm the complainants' report that 'the stent was covered, instead of uncovered as stated on the packaging'. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. There have been no other similar complaints reported for this particular batch. A labeling review identified that the device was used per the directions for use (dfu) / labeling.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.